Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing, which determined that the battery had prematurely depleted due to the AED drawing excess voltage. Further investigation traced the cause to a low volatage ic chip.